Manufacturer narrative:
Concomitant medical products: product ID 977c265, lot# serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 31-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had reported to dr. (B)(6) on august 18th that he has never really gotten good enough relief of his pain in his right leg. His imaging reveals paddle is very left but unchanged since implant. Patient has mostly had dtm type programming so hasn't had real paresthesia testing but has exhausted dtm options. Dr. (B)(6) would like to try to get the paddle moved more center or right. Rep saw patient on (B)(6) 2021 in the clinic and system was checked out normal. Itwas unclear to rep at the time his coverage was not optimal for his right pain but they talked about making sure he has tried all 3 of his groups and various titrations of his amplitudes he might use to seek more pain relief. Rep's understanding was he had some pain relief on that side, but apparently they discussed that he would like to try for better and he and dr. (B)(6)planned the paddle revision to get it more right.

Event description:
Additional information was received from the manufacturer representative (rep). Dr. (B)(6) stated that at this time his plan is now to add a boston scientific 2x8 to the left to gain better coverage(existing paddle only gets right) rather than remove and replace existing paddle with 565 and attempt to get midline, which would be a more difficult procedure. This means he will replace the battery with a boston scientific as well since medtronic battery cannot accommodate 32 contacts. At this time planned surgery date is (B)(6) 2021 and medtronic will not be present given that equipment will be swapped for bsx (except for existing medtronic lead which they can connect to). Requested them to save explant for return and will follow up after that date.

Manufacturer narrative:
Continuation of d10: product ID 977c265; serial# (B)(6); implanted: (B)(6) 2020; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.